Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted with three prostyle devices after an interventional superficial femoral artery atherectomy and ballooning procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the three devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.